Manufacturer narrative:
This lead remains implanted, and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that a suspected dislodgement occurred of this right atrial (ra) lead, which was observed via latitude (remote monitoring system). The patient is not pacemaker dependent, nor was there any evidence of pauses greater than 3 seconds. The patient was brought back into clinic for evaluation. An x-ray was taken, and confirmed the dislodgement. As a result, surgical intervention was performed, and the lead was repositioned. This device remains implanted and in service. No additional adverse patient effects were reported.